Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for an impending rupture of an infected thoracic aortic aneurysm using three gore® excluder® aaa endoprosthesis devices (aorta extender endoprosthesis). Since the access route was narrow, aorta extender endoprosthesis devices were selected for implantation. On an unknown date, a follow-up examination revealed a distal stent-graft induced new entry (dsine). It was confirmed that the aneurysm was reperfused as a result of dissection. This dsine was captured in medwatch report number: 3013164176-2026-03055. On (B)(6) 2026, a reintervention was performed. Angiography revealed a proximal stent-graft induced new entry (psine) as well. The physician decided that this psine will be monitored. This psine is captured in this report. Two gore® excluder® aaa endoprosthesis devices (aorta extender endoprosthesis) were implanted to extend the initially implanted aorta extender endoprosthesis distally to the superior mesenteric artery. The celiac artery was coil embolized and nbca was injected into the aneurysm sac. The patient tolerated the procedure. The physician stated that the dsine might have occurred because the vessel was weakened due to infection, and that psine was also observed and is being monitored.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog#: pla230300j, serial#: (B)(6), UDI: (B)(4), catalog#: pla230300j, serial#: (B)(6), UDI: (B)(4).. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.